Event description:
It was reported that shaft break occurred. A 027/bern/1ro/130 direxion hi-flo catheter was selected for use for an "ice" embolization procedure. During withdrawal, it was noted that the top layer of the direxion had been released from the middle part of the micro-catheter. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device showed damage in the form of one fracture. The fracture was located 38.6cm from the hub. The device was not completely separated, as the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 027/bern/1ro/130 direxion hi-flo catheter was selected for use for an "ice" embolization procedure. During withdrawal, it was noted that the top layer of the direxion had been released from the middle part of the micro-catheter. The procedure was completed using this device. No patient complications were reported.